Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was cracked. A visual inspection was performed and showed the scope to have distal tip damage and a dented outertube with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device had debris or it was cracked. There was no delay or patient injury reported. There was no backup device available.